Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history recorded or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for evaluation. We can provide the following comments: information was requested regarding the specific type of basket used during the procedure, but was unable to be provided by the reporter. A review of the account purchase history was conducted, but the reorder number of the basket used was unable to be determined. Cook endoscopy offers both lithotripsy-compatible extraction baskets and non-lithotripsy compatible extraction baskets. From the information provided, we were unable to confirm if the basket used in this case was mechanical lithotripsy compatible. Informatioin regarding the specific lithotripsy equipment used with the extraction basket was requested, but was unable to be provided by the reporter. Information regarding sphincterotomy prior to extraction attempt was requested, but was unable to be provided by the reporter. In general, instructions for use provided with extraction baskets include contraindictions such as an ampullary opening inadequate to allow for the unimpeded passage of the stone and basket. For example, the instructions for use for the web extraction basket caution the user that if difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. Comments regarding lithotripsy compatible extraction basket: the reported event of stone impaction is listed in the web extraction basket instructions for use as a potential complication. The reported event of basket wire breakage is an anticipated outcome of mechanical lithotripsy for biliary stone removal. The instructions for use for the conquest and soehendra lithotriptor cable clearly indicate that this type of occurrence is a potential outcome. The instructions for use for the conquest and soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. Comments regarding non-lithotripsy compatible extraction basket: the instructions for use for the web ii memory double lumen extraction basket warn the user that this device is not compatible with any mechanical lithotripsy device. The instructions for use for the web ii memory double lumen extraction basket caution the user that if difficulty is encountered when removing the basket from the duct, moderate force may be applied by pulling on the handle to manually fracture the stone. If passage is still restricted, surgical intervention to remove the stone may be necessary. The instructions for use advise the user that contraindications include an ampullary opening inadequate to allow for the unimpeded passage of the stone and basket. Corrective actions: no corrective action warranted at this time because the report was unable to be verified. Prior to distribution, all extraction baskets are subjected to a visual inspection and functional test to ensure device integrity. Additional comments: an attempt was made to collect additional information regarding this occurrence. The initial reporter was unable to provide further information on this occurrence.

Event description:
During an ercp procedure in 2003, which included biliary sphincterotomy, bile duct stone removal. Mechanical lithotripsy and biliary stent placement, the physician used a cook endoscopy extraction basket. The basket wires broke within the bile duct. The procedure was concluded for the day. The follwing day, the patient went to surgery for cholecystectomy and removal of the broken basket. Long term harm to the patient did not occur. Note: the specific type of basket used in the procedure was requested, but was unable to be provided by the reporter. A review of the customer's order history was unable to confirm the exact basket model number used in the procedure.